Event description:
It was reported that this pacemaker was part of a system revision due to pocket infection. A pocket irrigation was performed. There were no additional adverse patient effects reported. This pacemaker remained in service.